Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been evaluated by the technical service provider in charge in israel. Results: the device was checked according to service manual / technical service check. All measured values are within specification the reported over infusion was not confirmed. No follow-up report will be provided.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): over infusion: patient in hematology departmentand received drug and they claim that the pump flow in 8 hours what was supposed to be given in 24 hours